Event description:
Pt undergoing mechanical thombolysis of upper extremity hemodialysis av fistula and angioplasty/balloon embolectomy of brachial artery/arteriovenous anastomosis of av fistula. Rubber tip of device fractured and fragment retained within the vein. No known adverse outcome to patient.